Manufacturer narrative:
No injury was reported, no medical attention is reported to have been sought. This device is not intended for heavy clenching or bruxing. This is being reported as it is possible to aspirate small pieces of the bruxism device, which may require surgery to correct.

Event description:
Consumer called to complain she just bought the ready to wear ones for the first time last night and she had clenched so hard that she states that she ground some little pieces where the back of her teeth sat, have broken off. Little pieces of plastic have come off of the guard. It appears she was wearing on the material very quickly due to being a heavy grinder. No injury reported, consumer requested replacement of different version of guard.